Event description:
The customer reported the ac power connection was intermittently working where the led light was going in and out. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power connection was intermittently working where the led light was going in and out. There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.